Manufacturer narrative:
Results pending investigation.

Event description:
On (B)(6) 2021: two patients presented to the facility to rule out pregnancy. Serum samples were tested on the cardinal health hcg rapid combo cassette test kit and both patients obtained a false positive result. This did not align with the clinical picture. Customer also states the biorad imm 1 control showed a faint positive line. Confirmatory tests were performed on the icon combo hcg qualitative kit and the siemens exl quantitative hcg. Both confirmatory tests provided negative results. Exact results obtained on the siemens exl was not provided, however, customer states the reference range for a negative result on the analyzer is <5 miu/ml. The patient samples were retested and again received false positive results on the cardinal health hcg rapid combo cassette test kit and negative results on the icon combo hcg qualitative kit. Patients determined not to be pregnant. Customer states no adverse outcomes occurred. No known medications.

Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical serum samples and low-hcg serum samples. The results were read at 5 and 6 minutes and all devices yielded valid the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.